Event description:
It was reported that the seal was compromised. This 1.50mm rotapro atherectomy system was selected; however the seal at the opening of the box was torn. There was no patient involved.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1:initial reporter address 1: (B)(6). Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system inside the shelf box. The shelf box, closure strip, and product pouch were visually examined. Inspection of the device revealed that the closure strip on the top of the shelf box appeared to have been cut. Further inspection of the shelf box did not identify any damages or irregularities.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the seal was compromised. This 1.50mm rotapro atherectomy system was selected; however the seal at the opening of the box was torn. There was no patient involved.